Manufacturer narrative:
(B)(4). Through stent struts. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the previously implanted stent contributed to the reported difficulties. Additionally, an interaction with the lesion/anatomy and deployed stent during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified anatomy during retraction would have then led to the reported difficulty removing the sds and stent dislodgement. Additional non-surgical treatment was used to deploy the stent outside of the target lesion. It should be noted the xience v instructions for use states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance, difficulty removing the sds, and stent dislodgement appear to be related to the operational context of the procedure. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a procedure of a pre-dilatated mid left anterior descending artery (lad) lesion, the xience v had difficulty being advance in the anatomy. During removal of the xience v stent delivery system (sds), it became caught on an existing implanted non-abbott proximal stent and vessel calcification. The delivery system was removed; however, the stent implant had dislodged and remained in the vessel between the left main trunk and the proximal lad. A 3 x 15 mm balloon was used to appose the stent in the non-target lesion location. The procedure was completed with a non-abbott stent placement in the target lesion. There was no reported adverse patient sequela. No additional information was provided.